Manufacturer narrative:
(B)(4). Date sent: 7/8/2021. D4: batch # u95z45. H6: component code: others (g07). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the er420 device was returned without apparent damage and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled, and it fed, retained, and formed the remaining seven clips as intended. The event described could not be confirmed as the device performed without any difficulties and no product defect was identified. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent:(B)(6) 2021 h2: additional information received: "the device was delivering scissored clips." The h6 medical device code remains failure to form staple (a050704).

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric bypass, "every clip was bent when applied." Case completed with another like device. There were no patient consequences reported.